Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The patient reported experiencing pump stoppages, low flow alarms, driveline disconnect alarms, and low speed advisory alarms. The system was connected to the power module at the time of the alarms. It was reported that there has been no trauma to the driveline and x-rays reviewed by the manufacturer's technical services representative were found to be unremarkable. The patient was reportedly asymptomatic. On 07/12/2016, the manufacturer's technical services representative performed an onsite evaluation of the driveline. A phase interrupter test revealed no indication of broken wires. It was reported that the patient had gained 20 pounds since implant. The patient was sent home with a new system controller and no further pump stoppages were reported. Two ungrounded patient cables were requested for patient use with the power module due to a potential short to shield condition. No further information was provided.

Manufacturer narrative:
The evaluation of the submitted system controller log file confirmed the report of pump stoppages and alarms; however, a specific cause for the interruptions in pump function could not be conclusively determined. The log file captured a low speed/pumps stoppage event on (B)(6) 2016 at 8:42 am, correlated with driveline disconnected, low speed advisory/hazard, and low flow hazard alarms. The atypical event occurred while the patient was operating on the power module and appeared consistent with a potential driveline wire compromise. Review of the submitted driveline x-ray images showed no areas of concern such twisting/bending or areas with potential shield breakdown. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The patient remains ongoing on lvad support with the replacement device. The manufacturer is closing the file on this event.